Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached on the 3rd day of wear and as a result, the customer was unable to monitor their blood glucose. The customer became hypoglycemic and experienced symptoms of numbness, seizure, and a loss of consciousness. The customer was unable to treat themselves and was injected with glucagon by a third party and upon regaining consciousness, the customer self-treated with yogurt. There was no report of death or permanent injury associated with this event.